Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump's operating currents are within the specifications, no unexpected low battery, off no power, battery out of limit alarm or battery indicator anomaly noted. All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer's mother reported battery out limit alarm for her son. Customer 's mother also stated they got a battery changed too slow message. Son's blood glucose was 350 mg/dl. The customer also stated once they cleared the battery out limit alarm, the buttons stopped working, triggering a button error alarm. Troubleshooting found the customer was at the pool but in the insulin pump was in the locker. Customer also reported the same issue was occurring for the past month but it was not reported. Customer is advised to disconnect from the pump and revert to a back-up plan. No additional information is provided.